Manufacturer narrative:
The complaint record is downgraded (mfg report number. 2249723-2025-0000139), as the information provided does not meet the criteria of a complaint per the complaint handling procedure.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) needed replacement of battery as per specified period.

Event description:
It was reported that during preventive maintenance (pm) performed by getinge field service engineer (fse) cardiosave intra-aortic balloon pump (iabp) battery deteriorated. No injuries or deaths.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation initial reporter full name: (B)(6).